Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report the absence of the no delivery alarm and high blood glucose levels. The customer's blood glucose level was 152 mg/dl. The customer also reported past high blood glucose levels of 400, 500. 550, and 600 mg/dl. The customer typically treated with a bolus from the insulin pump. Customer stated that he would receive a no delivery alarm and then change out the reservoir and infusion set and all would be okay. The call was disconnected. Nothing was replaced or returned.